Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown morphine (10mg/ml, 3mg/day) via an implantable infusion pump. The indications for use were not reported. It was reported that during initial interrogation on (B)(6)2015, a motor stall was observed. The patient did not recently have magnetic resonance imaging (MRI). It was noted that the hcp had not read the logs. The patient had sudden symptoms of a headache. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was also noted that the pump was implanted two months ago (approximately (B)(6) 2015).